Event description:
The manufacturer received information alleging a ventilator was on fire. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator that was on fire. The device was returned to the manufacturer's product investigation laboratory for further investigation and thermal damage was confirmed. During the investigation, the manufacturer visually inspected the device and found physical damage to the power cord at the strain relief. Product labeling states "periodically inspect the power cord for damage or signs of wear. Discontinue use and replace if damaged". All evidence of fire damage was external to the device. There was no internal damage found. The device was powered on using battery power and operated normally. The device's event log was reviewed and there were no error codes noted at the stated time of the event. The manufacturer concludes that the thermal event occurred due to arcing from the damaged power cord in an oxygen rich environment.